Event description:
During a shoulder arthroscopy using a bioraptor crv 2.3 pk sa ub cobrd blue, it was reported that after the anchor was inserted, it pulled out of the bone. Repair was completed using another bioraptor in a different location, leaving the initial site empty. There were no reports of patient injuries or complications.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. A review of the device history records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. (B)(4).